Event description:
It was reported the patient presented for implant procedure. During surgery, there was a brief period of asystole when the right ventricular leadless pacemaker (lp) crossed the tricuspid valve. After the procedure, the atrial and right ventricular lps exhibited poor implant to implant communication and were consistently losing markers which was presumed to be a conductive telemetry issue. Programming changes were implemented. The patient felt nausea post procedure but was otherwise stable.